Event description:
It was reported by service report that the common cord connector was damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - communication cord connector.